Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during the procedure, the device's tissue pad at the tip began to partially peel apart within 30 minutes and could not be used. No piece fell into the patient cavity, no x-ray was performed, and no additional medical procedure was needed to remove the piece from the patient. A new dissector was used and the procedure was resolved without incident. There was no patient harm/injury.